Event description:
It was reported that customer was having issues with the insulin pump and was experiencing high blood glucose. Customer stated blood glucose was 200 mg/dl something and had a snack. Customer blood glucose was still high in the 400's mg/dl then became 497 mg/dl without eating anything. Customer put in 38 grams and blood glucose went up to 500mg/dl something. Customer's blood glucose was still high even after the infusion set changed. Troubleshooting was done. Customer's blood glucose was 514 mg/dl. Customer did not have tubing clamps to perform the high pressure test. The customer was advised to call back once tubing clamps is received to complete the troubleshooting and to speak with her healthcare provider regarding high blood glucose. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.